Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found proximal stent damage. The proximal stent struts were misaligned and stretched over the proximal markerband. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the left circumflex artery (lcx). A 2.50x12mm promus element stent delivery system (sds) was advanced to the lcx; however, during advancement the physician felt resistance and 'unusual stent struts' were noticed under fluoroscopy. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported that the left circumflex artery (lcx) was non-tortuous and non-calcified and the lesion was predilated with a 2.0x15mm maverick balloon at 9atms. The resistance was encountered while advancing the stent delivery system into the stenosis. It was noted that the stent struts were "protruding".

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the left circumflex artery (lcx) was non-tortuous and non-calcified and the lesion was predilated with a 2.0x15mm maverick balloon at 9atms. The resistance was encountered while advancing the stent delivery system into the stenosis. It was noted that the stent struts were "protruding".